Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint, but failure analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument does not articulate correctly (non-intuitive motion). The procedure was completed. No known impact to the patient was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and reported failure was not confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.